Event description:
It was reported that a patient underwent implant of an amo intraocular lens (iol); however, sometime post operatively, the patient was dissatisfied and the lens was explanted.

Manufacturer narrative:
(B)(4): dissatisfied. The explanted lens was visually examined at our manufacturing site. The visual inspection showed a lens which had been cut in half. The inspection of the optic parts (lens) found no optical deviations. Prior to release to market, the intraocular lens met all manufacturing specifications. A review of the manufacturing records showed no deviations. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.